Event description:
It was reported that the surgeon made an estimated ten to twelve passes, and last pass failed to pass suture. Surgeon removed scorpion and realized that the tip was not on the needle. Fluoro was brought in to locate needle. Needle found in cuff. Second incision was made after forty minutes, needle tip was located and removed successfully.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was returned for investigation and the complaint was confirmed. Investigation showed a buckled and broken needle point. Device history record revealed nothing relevant to this event. The most likely cause of the event include the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.